Manufacturer narrative:
.

Event description:
Rigors [chills] . Tachycardia [tachycardia] . Case description: initial information received on (B)(6) 2016 and combined with additional information received on 23-feb-2016: this spontaneous medical device report was received form a healthcare professional and it concerned a (B)(6) male patient affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. On (B)(6) 2016 the patient underwent radioembolization with therasphere 120 gy (4.5 bq) for the treatment of hcc. On the same day after therasphere administration the patient developed tachycardia and rigors. The patient was received from the interventional radiology awake, responsive, shivering with a temperature of 37.6°c and tachycardia 120's. The patient was treated with demerol (meperidine) 12.5 mg IV, given 1x with good response. The patient recovered from the tachycardia on (B)(6) 2016, and on an unspecified date he recovered from rigors. The reporter considered the events medically significant and possibly related to therasphere. The company also considers the events chills and tachycardia experienced by the patient as serious (medically significant). Follow-up information was received on 17-mar-2016 from primary healthcare professional: the patient's medical history included stage IV colon cancer status post resection in 2010 and kidney stones. Concomitant medications included b complex vitamins, cholecalciferol and cymbalta; all for unknown indications. The patient recovered from rigors on (B)(6) 2016. The lot number of the therasphere used was 1699011 (expiration date was "not provided"). Case comment: follow-up information received on 17-mar-2016 indicates no need to alter initial assessment. The event is possibly related to the treatment-similar events such as flu-like symptoms have been reported in literature. Patient developed a transient fever and experienced shaking (rigors) but didn't suffer permanent damage or impairment nor necessitate medical or surgical intervention to preclude impairment or damage to body function/structure. Patient was given demerol and recovered. Pyrexia and rigors are not listed in the therasphere package insert, however pyrexia and 'flu-like symptoms' are commonly noted in therasphere clinical literature and fever of unknown origin (fuo) is listed in the therasphere risk management report as a high probability event. Tachycardia is not listed in the therasphere pi, however it is listed in the risk management report (fmea) as a low probability event, related to underlying heart disease and patient anxiety. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
.

Event description:
Rigors [chills]. Tachycardia [tachycardia]. Case description: initial information received on (B)(6) 2016 and combined with additional information received on 23-feb-2016: this spontaneous medical device report was received from a healthcare professional and it concerned a (B)(6) male patient affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. On (B)(6) 2016 the patient underwent radioembolization with therasphere 120 gy (4.5 bq) for the treatment of hcc. On the same day after therasphere administration the patient developed tachycardia and rigors. The patient was received from the interventional radiology awake, responsive, shivering with a temperature of 37.6°c and tachycardia 120's. The patient was treated with demerol (meperidine) 12.5 mg IV, given 1x with good response. The patient recovered from the tachycardia on (B)(6) 2016, and on an unspecified date he recovered from rigors. The reporter considered the events medically significant and possibly related to therasphere. The company also considers the events chills and tachycardia experienced by the patient as serious (medically significant). Case comment: the events chills and tachycardia are considered listed in the therasphere rmr so they are expected, and due to the timing possibly related to therasphere administration. These events do not appear to meet the definition of serious deterioration in health and there is no evidence the device malfunctioned. Patient developed a transient fever and experienced shaking (rigors) but didn't suffer permanent damage or impairment nor necessitate medical or surgical intervention to preclude impairment or damage to body function/structure. Patient was given demerol and recovered. Pyrexia and rigors are not listed in the therasphere package insert, however pyrexia and 'flu-like symptoms' are commonly noted in therasphere clinical literature and fever of unknown origin (fuo) is listed in the therasphere risk management report as a high probability event. Tachycardia is not listed in the therasphere pi, however it is listed in the risk management report (fmea) as a low probability event, related to underlying heart disease and patient anxiety. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Rigors [chills]. Tachycardia [tachycardia]. Case description: initial information received on 11-feb-2016 and combined with additional information received on 23-feb-2016: this spontaneous medical device report was received form a healthcare professional and it concerned a (B)(6)-year old male patient affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. On (B)(6)-2016 the patient underwent radioembolization with therasphere 120 gy (4.5 bq) for the treatment of hcc. On the same day after therasphere administration the patient developed tachycardia and rigors. The patient was received from the interventional radiology awake, responsive, shivering with a temperature of 37.6°c and tachycardia 120's. The patient was treated with demerol (meperidine) 12.5 mg IV, given 1x with good response. The patient recovered from the tachycardia on (B)(6)-2016, and on an unspecified date he recovered from rigors. The reporter considered the events medically significant and possibly related to therasphere. The company also considers the events chills and tachycardia experienced by the patient as serious (medically significant). Follow-up information was received on 17-mar-2016 from primary healthcare professional: the patient's medical history included stage IV colon cancer status post resection in 2010 and kidney stones. Concomitant medications included b complex vitamins, cholecalciferol and cymbalta; all for unknown indications. The patient recovered from rigors on (B)(6)-2016. The lot number of the therasphere used was 1699011 (expiration date was "not provided"). Follow-up information was received on 05-may-2016: a quality assurance (qa) investigation was requested because after administration the patient began shivering, his temperature increased to 37.6°c and became tachycardic in the 120's. The site was concerned about potential pathogens. The qa investigation report was registered under the (B)(4). No pathogens were observed and no environmental anomalies were noted during the review of the manufacturing records. The complaint investigation showed no issues associated with the manufacture of the batch/lots of dose or administration set used. As a consequence, no corrective actions were identified as being required. Case comment: the quality investigation received on 05-may-2016 does not change the assessment of the case. Follow-up information received on 17-mar-2016 indicates no need to alter initial assessment. The event is possibly related to the treatment-similar events such as flu-like symptoms have been reported in literature. Patient developed a transient fever and experienced shaking (rigors) but didn't suffer permanent damage or impairment nor necessitate medical or surgical intervention to preclude impairment or damage to body function/structure. Patient was given demerol and recovered. Pyrexia and rigors are not listed in the therasphere package insert, however pyrexia and 'flu-like symptoms' are commonly noted in therasphere clinical literature and fever of unknown origin (fuo) is listed in the therasphere risk management report as a high probability event. Tachycardia is not listed in the therasphere pi, however it is listed in the risk management report (fmea) as a low probability event, related to underlying heart disease and patient anxiety. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.